Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the forward position. Blood was present inside the graft cover. The stent graft was not loaded in the delivery system. Multiple kinks were evident to the spiral tube. The delivery system was disassembled with a 16fr stent stop, strain relief and graft cover identified. There was no evidence of damage or blood residue on or inside the front grip, external slider, and trigger mechanism. The spiral tube was cut close to the stent stop and a syringe placed in the tip of the graft cover. Liquid was introduced into the graft cover with no leak detected on the delivery system. The reported ¿leak¿ was unconfirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of a 75mm abdominal aortic aneurysm. It was reported during the index procedure,  blood leaked from the groove for pulling the trigger of the delivery system on the endurant limb etlw1613c199ej as per the physician the cause of the event could not be determined.  No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.